Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 30-jul-2021. The device evaluation was completed on 06-aug-2021. It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a lasso® nav eco variable catheter and an issue with the catheter being stuck in a fully contracted position occurred. The smarttouch catheter got stuck several times in the lasso. Instead of ¿pulling back st, lasso moved with a lot of force.¿ the lasso stopped curving the way it should. No adverse patient consequences were reported. Device evaluation details: visual analysis of the returned sample revealed that no damage or anomalies were observed on the lasso nav eco. Deflection and contraction testing was performed, the product passed the test in accordance with biosense webster inc. (Bwi) procedures. The catheter was working correctly, and no deflection nor contraction issues were detected during the analysis. A manufacturing record evaluation was performed for the finished device 30508085l number, and no internal actions related to the reported complaint condition were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the as the device performed without any deflection issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a lasso¿ nav eco variable catheter and an issue with the catheter being stuck in a fully contracted position occurred. The smarttouch catheter got stuck several times in the lasso. Instead of pulling back st, lasso moved with a lot of force. The lasso stopped curving the way it should. No adverse patient consequences were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.